Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several "air in line" alarms were found during device log review but this was not linked to the reported event. Tests were carried out to check the functionality of the air sensor and results were found compliant with IFU specifications. The sensor was calibrated as a measure of precaution. History data do not confirm the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Several tests were carried out. During ocs test, the clamp motor was found abnormally noisy, so it was replaced as a measure of precaution but this is not linked to the reported event. Keyboard test confirms that the down arrow key was not responsive. The reported event was reproduced. Also during internal inspection it seemed that the capacitor had leaked on the power supply board. Device housing, power board and clamp motor were replaced and sent to brézins for further investigation. All parts were individually cross-tested. Power board was found functional and compliant with device specifications. The leakage observed on the backup capacitor may not be a chemical leak as it passed all required tests and lasted more than 5 years from date of manufacture. It looked more like traces of mechanical lubricating grease. Ocs motor kit was also compliant and no abnormal noise was detected. However, front housing was confirmed as being defective as the arrow down key was not functional. Internal check could not find any trace of infiltration or oxydation. The button was likely unresponsive due to a weakness of the matrix of the key. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Keypad (down button not functioning).